Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4). (B)(4).

Event description:
An optometrist reported a patient with peripheral diffuse lamellar keratitis in the left eye one day post lasik. The patient was noted to have good vision. A flap lift and rinse was performed, an oral steroid was prescribed, and the topical steroid dosage was increased. Additional information received states the patient's symptoms have resolved and is happy with outcome.